Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so all components were removed and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament and noticed pump krt fatigued at strain relief. Under microscope observation, contamination (bodily fluid) was found within the ms pump. As a result, the functional test was not performed. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had wear at fold in the proximal end and middle of the cylinder. No leaks were found in the cylinders. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the tubing strain relief fatigue in the functional test confirmed the reported clinical observation of tube - hole/perforated. The allegation of a mechanical issue is unable to be confirmed due to contamination.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so all components were removed and replaced. No patient complications reported.